Event description:
It was reported the physician implanted a gore® helex® septal occluder to close an atrial septal defect. The patient experienced a ¿wrenching¿ reaction when she was coming out of anesthesia. The device embolized to the descending aorta. The patient was taken back to the cath-lab for percutaneous removal of the device. The device was successfully removed from the patient.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore so no engineering investigation could be performed.